Event description:
It was reported that a 100ml of drug (simponi 0.5mg/ml) was programmed to infuse over 30 minutes using basic infusion settings. The nurse set the volume to be infused as 75 ml at a rate of 200 ml/hr. So she would be alerted early (then program the remaining 25ml thereafter). However, it ended up requiring approximately 180 ml entered into pump to deliver full contents, which took about 1 hour. The pump was reprogrammed to deliver the additional increment of 25ml - 50ml to infuse the full drug preparation. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that a 100ml of drug (simponi 0.5mg/ml) was programmed to infuse over 30 minutes using basic infusion settings. The nurse set the volume to be infused as 75 ml at a rate of 200 ml/hr., so she would be alerted early (then program the remaining 25ml thereafter). However, it ended up requiring approximately 180 ml entered into pump to deliver full contents, which took about 1 hour. The pump was reprogrammed to deliver the additional increment of 25ml - 50ml to infuse the full drug preparation. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a 100ml of drug (simponi 0.5mg/ml) was programmed to infuse over 30 minutes using basic infusion settings. The nurse set the volume to be infused as 75 ml at a rate of 200 ml/hr., so she would be alerted early (then program the remaining 25ml thereafter). However, it ended up requiring approximately 180 ml entered into pump to deliver full contents, which took about 1 hour. The pump was reprogrammed to deliver the additional increment of 25ml - 50ml to infuse the full drug preparation. There was patient involvement but no harm.